Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed . Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had the following observations; noise, oversensing and presumed far field r-wave (ffrw) oversensing. It was also reported the right ventricular (rv) lead had the following observations; increased sensing integrity counter (sic), brief noise during reproduction, slowly decreasing r waves, previous sudden impedance drop and currently slowly decreasing impedance. It was noted some noise briefly inhibited atrial pacing. These issues may be due to scuffing of the leads and possible insulation defects. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.